Manufacturer narrative:
Additional narrative: (B)(6). Event date: unknown. This report is for an unknown 5mm prodisc c implant. Unknown part number, UDI is unavailable. It is unknown if the device has been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(4) study patient presented the following potential adverse events (ae's during the month 60 visit on (B)(6) 2011: neuro deterioration: sensory noted as abnormal and no adverse events listed. Patient experienced neck/arm pain 6 weeks to a year prior to surgery. On (B)(6) 2006, the patient was implanted with a medium deep 5mm prodisc-c implant at c5-c6. The operative time was 81 minutes. A 100cc blood was lost during surgery. Intra-operative antibiotics were administered during the procedure. There were not complications during the procedure and there were not complications at the time of discharge. It was reported on (B)(6) 2006 that two days postoperatively ((B)(6) 2006) the patient had difficulty swallowing (dysphagia). Severity: mild. Course of action: will follow-up in 6 to 8 weeks. Current state of event: ongoing. On (B)(6) 2006, it was reported that 51 days postoperatively ((B)(6) 2006) the patient had pain in neck and trapezial area. Severity: moderate. Course of action: prescription of lodine 500mg; patient will follow up in 6 to 8 weeks. Current state of event: ongoing. It was reported on (B)(6) 2006 that 72 days postoperatively ((B)(6) 2006) the patient had numbness with right hand weakness. Severity: moderate. Course of action: order for myelogram CT of cervical spine and emg and nerve conduction velocities of right upper extremity; blood work also ordered; ill follow-up once complete. Current state of event: resolved. It was reported on (B)(6) 2006 that 72 days postoperatively ((B)(6) 2006) the patient had bilateral shoulder pain and numbness with right hand weakness. Severity: mild. Course of action: myelogram CT and emg's are ordered; prescription of norco and lodine are also given. Current state of event: ongoing. It was reported on (B)(6) 2006 that 129 days postoperatively ((B)(6) 2006) the patient experienced right medium neuropathy at the wrist. Severity: mild. Course of action: emg and nerve conduction velocities performed on (B)(6) 2006 showed right median neuropathy; prescription of lyrica, lodine, and norco were given; patient referred to hand specialist. Current state of event: ongoing. It was reported on (B)(6) 2008 that 569 days postoperatively ((B)(6) 2007) the patient experienced left parascapular pain with some pain radiating into left upper arm with numbness and tingling into long, ring, and little finger. Severity: mild. Course of action: a prescription of medrol dosepak and norco given; will follow up in 6-8 weeks. Current state of event: ongoing. On (B)(6) 2010, it was reported that 1471 days postoperatively ((B)(6) 2010) the patient had increased pain in left trapezial with pain radiating down lateral left and upper arm. Severity: moderate. Action required: emg and CT ordered. Course of action: prescription of norco given; emg and CT ordered; emg studies show diffuse peripheral neuropathy with some mild cubital tunnel syndrome; patient given elbow pad. The current state of the event is ongoing. During the month 60 visit on (B)(6) 2011, the patient presented the following aes: neuro deterioration: sensory noted as abnormal and no adverse events listed. There is an adverse event of left para scapular with some pain radiating noted. This report is for an unknown 5mm prodisc c implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. The reported event was noted as mild, and the patient was prescribed oral medications. There is no implant involvement noted. In addition, it is the professional opinion of the investigator that the event is ¿definitely not¿ related to the implants. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. The reported event was noted as mild, and the patient was prescribed oral medications. There is no implant involvement noted. In addition, it is the professional opinion of the investigator that the event is "definitely not" related to the implants. If additional information becomes available, this determination should be re-reviewed by a clinician.